Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, there were "backflow alarms" prior to bypass. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Backflow "pre-bypass" has been noted at this hosp in the past, for different system-1's. It is intermittent in nature, with some cases having no backflow alarms during pre-bypass. Note: the flow system has always operated properly during bypass. The cco did note that they sometimes leave the door to the flow sensor open, prior to bypass, to reduce the number of backflow alarms. The field service representative (fsr) performed a scheduled preventive maintenance (pm) inspection. Inspection testing did not reveal any backflow alarms (except when appropriate, when the sensor is placed onto the tubing in reverse orientation to simulate backflow). The fsr downloaded the data logs for further eval. The flow module and sensor in question on this complaint were installed on 10/11/2010 by the fsr.